Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal refixation in knee arthroscopy, the surgeon failed to deploy the second implant. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.